Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.